Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(6) has been saved initial notes: pt has been getting high bg recently since saturday ( 30th day) current bsl: 18 bsl is rising up to 30 change infusion set to no avail/ change site tried int he bottom and stomach no air bubble on the tubing neither on the reservoir no leaks on the tubing and on the reservoir mum is suspecting that the pump is not delivering the correct amount of insulin check alarm history, no alarm recorded at all proceed with hp test inquired what led up to the complaint. Customer response: high bg high bg t/s per dop114-950. Patient's bg at time of incident: 30 mmol/l. Patient's current bg: 18 mmol/l. Customer reports the following symptoms related to their high bgs: nausea. Question - does customer feel okay to troubleshoot? Response: mum is calling in behalf of the pt. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: manual injection. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: saturday - (B)(6) 2017. Inf was last changed: sunday morning (B)(6) 2017. Changed infusion set on saturday and did same on sunday morning. Tried other box of infusion set to no avail adv to d/c at qr. Adv to remove set from body. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (slightly indented). Customer is not calling back to perform an hp test. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Question - does customer wish to check for the presence of leaks or air bubbles in the tubing reservoir? Response: already checked. Adv that site related issues, such as bent cannulas tend to be contributing factors in (B)(6). Adv high bgs may occur if the insulin is expired or cloudy. Question - does the customer wish to check for possible site/insulin issues? Response: already checked and no possible issues found. Adv inaccurate pump settings may result in (B)(6). Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Question - does the customer wish to check their settings? Response: nothing has changed in the settings of the pump. Adv the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Adv if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer has a tubing clamp available. Inquired if there are any cracks or visible damage on the tubing clamp. Found: none. Adv due to damage on clamp we must send another clamp before performing hp test. Adv they will need to replace inf tubing after hp test is performed. Customer is able to perform hp test at this time. Assisted with performing the hp test. Test results: on first run, insulin delivery stopped at 1.2 but no alarm at all. Resume delivery and it finished without any alarm at all. Confirmed there is no drip on the other end.. Repeated hp test. Test results: rerun another 3 units, it alarmed on 2.6u. Rerun another 5 units but no alarm at all. Adv the pump will need to be replaced. Adv to revert to back up plan per hcp's instructions until rpl arrives. Adv to retrieve and save pump settings and complete normal carelink personal pump upload. Adv to zero basal rates and return pump with battery in place. Explained the rpl policy. Customer's outcome pertaining to the complaint: process replacement go to record for full text.